Event description:
It was reported that the device was explanted after an implant duration of approximately 0.9 months, due to mitral regurgitation.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the surgeon (via e-mail), the reason for explant was learned. No further information regarding the device's whereabouts was received. An operative report was also received, however, it is not in english. A device history record review is currently in process.